Event description:
The manufacturer service technician observed springs missing from the device during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.